Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the film received, however, the cause and subtype of endoleak could not be conclusively determined from the limited images returned for evaluation. Selective angiograms, including endoleak interrogation ( i.e. Injecting contrast from different levels within the stent graft), to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. It is possible that the observed calcification may have contributed to an acute type iiib endoleak. Equally, this may have been an acute type IV blush endoleak caused by fabric porosity. A type iiia separation endoleka seems unlikley as there appeared to be adequate overlap between components. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, when the endurant graft limbs were ballooned into the main body, a prothesis defect occurred causing a type iiib endoleak. An additional cuff and two more limbs were implanted to successfully cover the endoleak. Per the physician the cause of the endoleak was due to the defect in the graft during ballooning. No additional clinical sequalae were provided and the patient is fine.